Event description:
The manufacturer received information alleging a malfunction occurred on a trilogy evo ventilator. There was no allegation of serious or permanent harm or injury. The trilogy evo ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint (maintenance, discontinuation of therapy) was confirmed. During the evaluation it was noted that an error code in relation to (soft power failure) was recorded in the device event log. In conclusion, the device's battery was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, an error code in relation to (erase or write a calibration data table.) Was recorded in the device event log, therefore the system board was replaced to address the issue. The blower assy, machine flow sensor and in-line filter were contaminated and replaced. Due to the 4 year preventive maintenance procedure, the air foam inlet filter, muffler and particulate filter will be replaced. The device passed all final testing. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.